Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the fixation tab came off the suture though no extra force was applied. There were no adverse patient consequences reported. No additional information was provided.